Manufacturer narrative:
The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a machine pressure sensor auto zero failure occurred. This investigation is still ongoing.

Manufacturer narrative:
It was reported that a machine pressure sensor auto zero failure occurred. The customer was provided the part number of the solenoid valve to order and replace from the remote service engineer (rse). The customer replaced the solenoid valve to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a machine pressure sensor auto zero failure occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that a machine pressure sensor auto zero failure occurred. This investigation is ongoing.